Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that the adc product's exterior packaging made no mention of interfacing with a cellphone. The customer only became aware of this upon opening the package and reviewing the instructions. Due to this issue, the user is unable to use the adc sensor as none of their phones were compatible. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that the adc product's exterior packaging made no mention of interfacing with a cellphone. The customer only became aware of this upon opening the package and reviewing the instructions. Due to this issue, the user is unable to use the adc sensor as none of their phones were compatible. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The user reported that they were only able to find out they were using an incompatible phone after opening the sensor package and reading through the manual. The reported issue was investigated, found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app because the as the cause of the issue as per case description indicating that this is a complaint regarding the packaging and phone compatibility. No malfunction was identified with the customer's reported application. Therefore, the reported issue is not confirmed with respect to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.